Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accutni results generated by the synchron lxi 725 clinical system for two patients. Two patients when tested gave accutni results of 1.82ng/ml and ">100.00ng/ml". Upon repeat on a different instrument they gave results of 0.03 and 0.14ng/ml respectively. The erroneous results were reported outside of the laboratory. The customer did not report any patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Samples were collected in lithium heparin tubes. Qc performed on (B)(4) 2009 recovered within limits. System check performed on (B)(4) 2009 was within specifications. A field service engineer (fse) was on-site (B)(4) 2009. Fse noted that the wash buffer line from the reservoir to the main pipettor was completely full of air and wash buffer tubing was kinked. Fse resolved the issue, primed the system and performed a system check that recovered within specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.